Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool jaws. Charred tissue was observed on the jaws. The silicone insulation on the jaws appeared intact. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip . No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: device code changed to "material twisted/bent". Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool jaws. Charred tissue was observed on the jaws. The silicone insulation on the jaws appeared intact. No visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure ¿material twisted/bent¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.